Event description:
It was reported via facility medwatch submission that during a therapeutic procedure, insertion of tracheobronchial stent, one of the plastic spacer/maker rings was noted to have fallen off into the bronchus. The physician retrieved the ring without difficulty. The procedure outcome was reported as successful. There was no report of death, serious injury or mistreatment associated with this event.